Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up session, the patient's rv lead exhibited oversensing episodes. As a result, surgical intervention was undertaken on (B)(6) 2016 during which the lead was capped and replaced. No patient symptoms were reported.